Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented to the operating room for a routine generator change due to eri. Upon lead imaging via x-ray, externalized conductors was observed on the rv lead. Patient is taking medication and physician suspects this is contributing to the, out of range, high capture threshold on the rv lead. No other electrical anomalies were observed. Lead testing was stable and patient will be remotely monitored. Patient was stable post generator change out procedure.